Manufacturer narrative:
On 06/11/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 06/11/18, it was reported to mentor that the replacement devices were gel mentor memorygel breast implant 500cc on the left breast implant and gel mentor memorygel breast implant 525cc on the right breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/24/18, it was reported to mentor that the device history record ( DHR) of lot number 200355 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/24/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. White material was observed on the shell surface. During evaluation creases were observed on the anterior and posterior aspect. A rent was discovered within a crease on the posterior aspect and measuring approximately 0.1 cm. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the white material observed. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/24/18, it was reported that this event took place: on (B)(6) 2018, it was reported to mentor that the device was received on 06/11/18, and the replacement devices were gel mentor memorygel breast implant 500cc on the left breast implant and gel mentor memorygel breast implant 525cc on the right breast implant, however, it was reported incorrectly that the original device was still unknown saline device. The actual original device that was replaced was catalog number 3501645, saline mentor smooth round moderate profile 300cc, lot number 200355. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/25/18, it was reported that the device evaluation and investigation have been completed. The date the investigation was completed was reported incorrectly as 07/24/18. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision with a saline mentor breast implant of unknown type and experienced deflation on the right breast implant. As a result, the patient had undergone explantation on (B)(6) 2018.